Event description:
It is reported that the pt had a poly exchange and debridement done due to infection and lack of flexion.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: no devices or photos were received; therefore, the condition of the components is unk. Operative notes were received from the revision surgery that took place on (B)(6) 2012. The operative notes indicate that dense scar tissue was found. The desired flexion was obtained after the patella was debrided and a lateral release was performed. It is likely that pt's scarring contributed to the lack of flexion and that the device functioned as intended. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.